Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a moderately calcified left common femoral artery using two prostyle devices after an interventional left external iliac stent procedure with a 6fr sheath. Reportedly, the first device's footplate did not stay open and the lever would flip back. The device was removed without incident and replaced with a second new prostyle device. The second prostyle device's footplate was opened and the plunger was advanced; however, when removing the plunger there was no suture attached. The footplate would not close. It was not attempted to remove the device due to the deployed foot. A cut down was performed to remove the device and achieve hemostasis. There was no vessel damage that occurred. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficulty to open or close the foot was not confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to operational context. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The difficulty to retract the foot was likely caused by tissue, calcification or suture caught in the foot, or posterior tip partly deployed in the foot. The difficulty retracting the foot likely caused the device entrapment. The observed cut suture likely happened during cut down to remove the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.